Event description:
I had mentor smooth saline implants-surgery in (B)(6) 2011. Three years later, I started having health problems. It started with hormone imbalances, then thyroid imbalances, adrenal fatigue, joint pain, muscle pain. Food intolerances, skin rashes, eczema, shingles, eye infections, dry eye. Skin discoloration, extreme fatigue, mood swings, brain fog, pain walking in feet and legs, leaky gut.